Event description:
The patient reported their incision opened up. On (B)(6) 2024, the implanting clinician was able to clean out the wound and close the receiver pocket with sutures. During the suture removal on (B)(6) 2024, the incisions looked great and there were no signs of infection. The patient is doing much better, wearing the device, and getting relief.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, inadequate fixation, touching or picking at the wound, contraindicating conditions, and not prescribing antibiotics pre-operatively were ruled out as potential causes. However, the commercial team member reported that the patient experienced a fall as their leg gave out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to implant (patient fall, accident) as the patient fell (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.